Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called and reported that the customer experienced high blood glucose on (B)(6) 2020 with blood glucose of 400 to 415 mg/dl at the time of the incident. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed but the pump passed a self test. The customer stated that their infusion set site came out in the middle of the night and the tape was not sticking. The insulin pump will not be returned for analysis.